Manufacturer narrative:
(B)(4) - the reported broken stent. The device history record review confirmed that the device met all material, assembly and performance specifications. Upon receipt of the device, the stent was noted to be protruding from the tip of the introducer sheath and was extensively damaged. The stent was cut out of the introducer sheath and microscopic inspection found that the stent was broken and damaged on the distal end. The polytetrafluoroethylene tip of the introducer sheath was also noted to be damaged. No other anomalies were noted. Based on the investigation and the information provided the exact cause of the event can not be determined, however, it is most likely due to operational context.

Event description:
Analysis of the returned device found that the stent was broken. There was no patient involvement.